Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 07sep2017. No further follow-up is planned. Evaluation summary: a female patient reported the injection button of her humapen luxura device could not be pushed down. The patient experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event, with additional information from the initial reporter, concerned a (B)(6) female patient of unknown origin. Medical history included hypertension and heart not good. There were no concomitant medications. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50 mix) from a cartridge via a reusable pen (humapen luxura), 24 units in the morning and 42 units at night subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date, she was getting fat because injecting insulin according to her treating physician and her blood glucose was not good. On an unspecified date, her glucose was not good, her blood sugar was high, fasting blood glucose was over 10 (units not provided); therefore she was hospitalized in (B)(6) 2017. Further information regarding hospitalization was not reported. In (B)(6) 2017 after her hospitalization, her dose was adjusted to 22 units in morning and 32 units at night under physician advice. On (B)(6) 2017, due to humapen luxura breakdown, she did not inject enough doses; further described the injection button could not be pushed down (product complaint (B)(4), batch unknown). By (B)(6) 2017 her fasting blood glucose was 7-8 (units not provided). Information regarding corrective treatment and outcome of the events was not provided. Insulin lispro protamine suspension 50%/insulin lispro 50% was continued after adjusting the dose. The patient was the operator of the humapen luxura and her training status was not provided. The humapen luxura model and reported device duration of use were not provided. The suspect device was not returned to the manufacturer. The reporting consumer did not provide an assessment of causality between the non-serious event of blood glucose increased and did not know if the remaining events were related to insulin lispro protamine suspension 50%/insulin lispro 50%. The reporting consumer did not provide relatedness assessment between the events and humapen luxura. Update 09-aug-2017: initial information received on 04-aug-2017 and follow up information received on 08-aug-2017 were processed at the same time. Edit 11aug2017. Case was opened to enter medwatch device fields for device regulatory reporting. Update 16-aug-2017: additional information received form the initial reporter on 14-aug-2017. Serious event of blood glucose abnormal was deleted and replaced for the serious event of blood glucose increased. Added: a new non-serious event of blood glucose increased and blood glucose lab tests. Narrative updated accordingly. Update 23-aug-2017: information was received on 21-aug-2017 from initial reporter. No changes were made to the case. Edit 28-aug-2017: information received from the responsible complaint personnel. Suspect drug was recoded from humapen unknown to humapen luxura and product complaint (B)(4) was processed accordingly. No further changes made in the case. Update 29-aug-2017: information was received on 24-aug-2017. Patient had been called for several times, but did not pick up the phone. Update 07sep2017: additional information received on 07sep2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and (B)(6) (EU/(B)(6)) device information. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This report is associated with product complaint: this spontaneous case, reported by a consumer who contacted the company to report adverse event, concerned a (B)(6) female patient of unknown origin. Medical history included hypertension and her heart was not good. There were no concomitant medications. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50 mix) from a cartridge via a reusable pen (humapen unknown device), 24 units in the morning and 42 units at night subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date, she was getting fat because injecting insulin according to her treating physician and her blood glucose was not good. On an unknown date, she was hospitalized due to her glucose not good. Further information regarding hospitalization was not reported. In (B)(6) 2017, her dose was adjusted to 22 units in morning and 32 units at night under physician advice. On (B)(6) 2017, due to injection pen breakdown, she did not inject enough doses (pc and lot number was not reported). Information regarding corrective treatment and outcome of the events was not provided. Insulin lispro protamine suspension 50%/insulin lispro 50% was continued after adjusting the dose. The patient was the operator of the humapen device and her training status was not provided. The device model and reported device durations of use were not provided. If device was returned, evaluation would be performed to determine if a malfunction had occurred. The reporting consumer did not know relatedness assessment between the events and insulin lispro protamine suspension 50%/insulin lispro 50%. The reporting consumer did not provide relatedness assessment between the events and humapen device. Update 09-aug-2017: initial information received on 04-aug-2017 and follow up information received on 08-aug-2017 were processed at the same time. Edit 11aug2017. Case was opened to enter medwatch device fields for device regulatory reporting.